Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4), for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault 74 and its touch screen became inoperable. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Review of the device data logs confirmed the single occurrence of a system fault error message (sf 74). Performance testing could not reproduce the reported inoperable touch screen. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported event was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference#: (B)(4).